Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device failed on start-up and alarmed. The display appears black. - this occurrence was noticed during the pre-operational check. - a continuous alarm was observable both visually (error code) and through hearing. Tf485001 (ambient mode). - the device log files (service log, error log, event log) were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. The allegation in this complaint was confirmed to be a complaint. The issue has potential to cause a delay in treatment or require the replacement of the device. Therefore, the event has been deemed to be a reportable event. There was no patient, user or third-party harm reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepard for operation (no start of the device). The esm board and control board were replaced in the scope of cer (B)(4). After replacing the esm board and control board there are no more complaints registered for the device in question.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device failed on start-up and alarmed. The display appears black. - this occurrence was noticed during the pre-operational check. - a continuous alarm was observable both visually (error code) and through hearing. Tf485001 (ambient mode). - the device log files (service log, error log, event log) were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device failed on start-up and alarmed. The display appears black. - this occurrence was noticed during the pre-operational check. - a continuous alarm was observable both visually (error code) and through hearing. Tf485001 (ambient mode). - the device log files (service log, error log, event log) were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.